Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service did not confirm the customer's report of a noisy image; however, service confirmed the image loss due to a faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the camera head presented a noisy image and image loss, possibly due to a faulty cable connection. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided in the initial report. The corrected information is provided in b5. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years, since the subject device was manufactured. During inspection and testing, service found that the camera head had been flooded. Which likely resulted, in the cable disconnection. In addition, the cable exhibited buckling and torsion. Based on the results of the investigation, it is likely, that no image was displayed, due to the water immersion of the camera head. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided on the initial medwatch: the customer only reported the image noise, due to a possible faulty cable connection. The customer did not report any image loss issues. The image loss was found by olympus service, during the evaluation of the subject device.